Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone cement was very fluid and stayed sticky the whole processing time. The cement was stored in the refrigerator (4 degrees celsius), the surgery temperature was 20 degrees celsius.the surgery was completed with the same product.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned, however, a product analysis was performed on an another product of the same reference and batch retained at zimmer biomet facilities. This analysis show that the cement behavior was in compliance with the specifications. The review of the device manufacturing quality record indicates that (B)(4) optipac 60 refobacine bone cement r-3, reference (B)(4), lot number 839da09205 were manufactured on october 31, 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for optipac 60 refobacine bone cement r-3, batch 839da09205 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone cement was very fluid and stayed sticky the whole processing time. The cement was stored in the refrigerator (4 degrees celsius), the surgery temperature was 20 degrees celsius. The surgery was completed with the same product. No adverse event was reported.